Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but advancing difficulties were encountered. The device was removed and it was noticed that some of stent struts were damaged and "raised" off the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the mid-section of the stent was damaged with stent struts stretched, bunched and lifted. The stent had moved 5 mm from the distal end of the proximal markerband in a distal direction over the distal balloon cone. The maximum crimped stent profile was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the proximal balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but advancing difficulties were encountered. The device was removed and it was noticed that some of stent struts were damaged and "raised" off the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.